Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant, the implantable cardiac monitor exhibited failure to pair and failure to interrogate despite several attempts. The device was replaced and the procedure was completed without adverse consequences to the patient. It was later noted that the device was able to connect with (B)(6).